Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had difficulty sliding the cartridge on and off of the pump due to corrosion. The customer had to use force to remove the last cartridge. The customer's blood glucose level was not impacted.